Event description:
It was reported that before an unk procedure, as the nurse opened the packages during set up she noticed that one blade was bent and the other blade was broken - not used. Another device was used to complete the case. There were no adverse consequences to the pt. Add'l inquiries have been made to find out if this account reprocesses.

Manufacturer narrative:
Date sent: 4/1/2009. Info anticipated, but unavailable at this time.